Event description:
Related manufacturer reference number: 2017865-2024-73379. It was reported that the patient presented at clinic for a follow-up visit, during which noise was detected on both the right atrial (ra) lead and right ventricular (rv) lead. No additional intervention was performed. Patient was stable.